Event description:
It was reported that the jaw of the pituitary was broken during use in surgery. There were no missing pieces. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the dynamic shaft is broken at the pin location on one side of the instrument. This type of failure may occur if the instrument is subjected to excessive torque.